Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue, there is blood in the safety disk and pim module. The fse replaced the pim module as required. All functional and safety test passed per specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced blood backflow to the helium connection during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (investigation findings).